Manufacturer narrative:
Additional information: b5, h4, h6 (update codes), h11. B5 (clarification): the location of the hair was "on the port" (not in fluid path). H4: the lot was manufactured between october 01, 2020 and october 02, 2020. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. However, foreign material outside the fluid path would not impact product safety nor would it pose a risk to the patient because it is not part of the fluid path leading to the patient. This issue may lead to the product being discarded by the end user which may result in a delay/interruption in therapy. This event is unlikely to cause or contribute to a death or serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 250 ml eva tpn bag had hair at the port. This issue was noticed after filling. There was no report of patient injury or medical intervention associated with this event. No additional information is available.